Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient has limited hearing sensations with the device after a known hit to the head. According to the audiologist, patient always had great performance with bilateral devices. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. This effect can result from movements over time of the electrode lead and/or the stimulator relative to each other. Possible causes to be considered include the technique applied for implantation as well as external mechanical influences leading to a weakening of fixation, like the reported head trauma. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The bilaterally implanted recipient has limited hearing sensations with the concerned device after a reported blow to the head. According to the audiologist, the recipient always had great performance with his bilateral devices. The recipient has been re-implanted on (B)(6), 2017. As per the device explantation report, the device was found to be slightly rocked before removal.

Manufacturer narrative:
Correction: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. Other damages found during device investigation are most likely related to the removal surgery. This is a final report.

Event description:
The bilaterally implanted recipient has limited hearing sensations with the concerned device after a reported blow to the head. According to the audiologist, the recipient always had great performance with his bilateral devices. The recipient has been re-implanted on (B)(6), 2017. As per the device explantation report, the device was found to be slightly rocked before removal.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
Patient has limited hearing sensations with the concerned device after a reported blow to the head. According to the audiologist, the patient always had great performance with his bilateral devices. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigation yet.

Event description:
The bilaterally implanted recipient has limited hearing sensations with the concerned device after a reported blow to the head. According to the audiologist, the recipient always had great performance with his bilateral devices. The recipient has been re-implanted. As per the device explantation report, the device was found to be slightly rocked before removal. The device has not yet been received for investigation.